Event description:
Information received with return of the explanted device notes intermittent loss of ventricular capture when pacing in the bipolar configuration. In unipolar, intermittent inhibition of ventricular output was observed, although the patient was pacemaker dependent with no intrinsic activity present.